Event description:
The customer reported being hospitalized due to high blood glucose of 500mg/dl. The customer stated that the insulin pump was not delivering insulin. The customer was experiencing unexplained high glucose. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found a no delivery alarm. Ran a fixed prime and the insulin exited, but a no delivery alarm occurred. Had the customer to change the infusion set twice due to the no delivery alarm. Instructed the customer to discontinue use of the insulin pump and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 1 of 2. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-83066.